Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostic issue. No intervention was performed and patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of receiving an alert for an af episode but no episode being available for the episode was confirmed. Based on the review of the provided information, the root cause was not able to be determined since the issue was not reproducible in-house.

Event description:
New information noted that the patient will continue to be monitored and remained in stable condition.